Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/29/2016, that on (B)(6) 2016, loss of connection occurred between the transmitter, receiver and smart device. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.